Event description:
As reported during a therapeutic endoscopic retrograde cholangio-pancreatography (ercp) case, the wire broke when the doctor tried to incise the duodenal papilla with high-frequency power. No wires have come off. The device was replaced with a new similar device and the intended procedure was completed. The high frequency output setting is unknown. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The device with model kd-v411m-0725 returned for evaluation. The lot number was 24k with supplementary information number of ¿22¿. (M-bc manufacture date: april 22, 2022) inspection of the device found the coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Shape of the coated portion of the subject device was similar to the shape confirmed in the past investigation result. In investigation performed in the past, a coated portion damage was duplicated by heat generation due to an electrical discharge. Other abnormalities that could lead to the breakage of the cutting wire not observed. Review of the device history records (DHR¿s) found no abnormalities in the following record of the items below which relate to the reported phenomenon. -process inspection sheet -quality inspection sheet -nonconforming product report all records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Instructions for use (IFU): this instruction manual (drawing no. (B)(4), revision no.9) contains the following information. Therefore, it would be possible to prevent this event from occurring. ¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following (description). 1.the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2.due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3.the output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4.an electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. It can be inferred that heat generated by an electrical discharge caused damage of the coated portion. Olympus will continue to monitor complaints for this device.